Event description:
It was reported that after insertion of the iab, the iab was connected to the pump. Pump alarms were noted, and it was determined that the balloon membrane had not unwrapped completely. It was decided to remove and replace the iab. There were no pt complications.